Event description:
It was reported the patient was being referred for prophylactic replacement. It was later stated that per the patient's mother, the patient has recently had an increase in seizures. At this time, it is not clear if the patient's increase in seizures is a contributing reason for the patient's replacement. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Implant card was received indicating the patient received a prophylactic battery replacement. The explanted generator was received into product analysis.

Manufacturer narrative:
Event description- correction - inadvertently did not include the information in the initial MDR submitted. Relevant tests/laboratory data, including dates - correction - inadvertently did not include the information in the initial MDR submitted. Evaluation codes - correction - inadvertently did not include the codes in the initial MDR submitted.

Event description:
Fax was received from the physician indicating that there was no relation between the reported increase in seizures and vns. It was stated that battery was fine with good impedance. It was stated that the increase in seizures was below pre-vns rate and there are no external factors that have contributed to the increase in seizures.

Event description:
Product analysis (pa) for the returned generator was performed. The pulse generator diagnostics were as expected for the programmed parameters. Although the reported allegations of ¿increased seizures¿ cannot be evaluated in the (B)(6) laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the (B)(6)lab. In the (B)(6) lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The reported low battery ifi = no was duplicated in the (B)(6) lab. The battery, 2.879 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 75.369% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.